Event description:
It was reported that the 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer exhibited a leak. The medication was started. It was stated that there was a leaking issues with t-connector while connected to a syringe pump that was infusing medication. The nurse noticed a puddle of fluid by the IV, t-connector was checked and infusion stopped. T-connector was assessed with an IV push and was leaking despite being tightened. The t-connector was replaced. There was patient involvement and unknown adverse event.

Manufacturer narrative:
As received a visible crack was observed. No mating device was returned for evaluation. The set was tested as per procedure and leaking from the crack on the female luer was confirmed. The complaint of leaking issues with t-connector can be confirmed. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.